Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-jul-2023. H6: investigation summary it was reported the needles used to mix product appeared to core the top of the IV vials. To aid in the investigation, ninety-eight samples in sealed packaging blisters and four photos were provided for evaluation by our quality team. A visual inspection was performed with 10x magnification. There was no damage, defective grind or hooks. The bevels and etch were good. No defects or imperfections were observed. The photos show a shelf box and a set of five packaging blister top webs. No other information could be obtained from the photos. A device history record review was completed for provided material number 305195, lot 2363634. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined.

Event description:
It was reported while using bd® needle 1 1/2 in. Single use, sterile foreign matter was found. This occurred 100 times. There was no report of patient impact. The following information was provided by the initial reporter: bd (becton dickinson) needles used to mix product were noticed to core top of IV (intravenous) vials more than normal. Bevel looks slightly misshaped at top compared to other lot numbers. The full box containing same lot was causing issue but other lots did not.

Event description:
It was reported while using bd® needle 1 1/2 in. Single use, sterile foreign matter was found. This occurred 100 times. There was no report of patient impact. The following information was provided by the initial reporter: bd (becton dickinson) needles used to mix product were noticed to core top of IV (intravenous) vials. More than normal. Bevel looks slightly misshaped at top compared to other lot numbers. The full. Box containing same lot was causing issue but other lots did not.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. E.4.: the initial reporter also notified the FDA on 18may2023. Medwatch report # mw5117740. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.